Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-13835. It was reported the pt had been experiencing a headache ever since she was implanted with her scs system. The pt underwent a CT myelogram and her physician suspects the pt's lead may be in the dura. The pt's scs system was explanted and her headaches have resolved.

Manufacturer narrative:
The complaint could not be confirmed. Inspection of the returned products did not reveal any physical anomalies that would contribute to the complaint. Her the event details, the physician suspected the pt's lead was in the dura. This event cannot be confirmed through product analysis testing aline. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.